Event description:
User reported a leak coming from under the sample loading area of the analyzer. The leak extended onto the floor and posed a potential slip hazard. No one was injured and no pt samples were involved. The field service representative determined the cause to be a defective membrane in the degasser causing water to leak into the vacuum system. The degasser was replaced and the vacuum system was purged. Performance tests were performed.